Event description:
It was reported that the lead alert triggered due to oversensing on the lead during the night after the implant procedure. It was also noted that noise episodes were recorded. The detection and sensing parameters were reprogrammed. The lead remains in use. The patient will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device were received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was also determined the criteria for the right ventricular lead integrity alert were met. Oversensing was due to non-physiologic signals/sensing integrity counter. F(B)(4).